Event description:
Baxter (B)(4) received a report that the syringe device used to fill an infusor broke off at the fill port during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing 36 ml of fluid in the reservoir and a "terurno" filling syringe. The reported condition of a broken filling syringe at the filling port was not confirmed. Visual examination of the unit and syringe showed no evidence of physical abnormality. A functional test was subsequently performed by filling the infusor with water using the terumo syringe. During and after fill, the terumo syringe did not break at the infusor fillport. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.